Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se replaced the compressor power supply, power distribution, and power controller printed circuit board assembly (pcbas) to resolve the issue. The unit passed all testing and calibrations, and was operating within the manufacturing specifications.

Event description:
It was reported that, the ventilator generated a compressor alert, indicating ¿replaced compressor¿. There is no information regarding patient harm or being transferred to another ventilator.